Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was failed. A field service engineer (fse) reported that a complete failure had occurred in drawer 2, which was critical for the floor, and that the drawer was not visible in the system or virtual map. The fse removed the cover and identified that an indicator light on the rear drawer control module was not illuminated, indicating a loss of communication, while the main controller indicators were functioning normally. The fse inspected and reseated connections and the retractor band, but the issue persisted after rebooting the unit. Then, the fse powered down the unit again, replaced the drawer controller, restored all indicator lights, and confirmed that the system was able to recognize the drawer through testing. The fse also identified an issue with the zebra printer, reconfigured and reset it, cleared stuck print jobs causing delays, and verified proper printer functionality through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer had failed. The customer rebooted the device, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.